Manufacturer narrative:
Follow up #1 submitted: 05/04/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, there was no line through the display as alleged in the original complaint. The display screen was found to be fully functional and illuminated with no defect. Unrelated to the original complaint, the keypad cover was found to be peeling off below the ok button with the button contact exposed. On testing, the contrast button had no response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging lines on the display screen. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.